Event description:
(B)(4). Belly and groin pain, terrible cramping stabbing, ripping pain in groin. Lower back cramps, achy. Nausea, migraines, joint pain, rashes, hives, nodules in hands, arthritic pain.